Event description:
It was initially reported that a physician's dell x5 handheld device was not holding a charge. The issue began about one week prior to the report to the manufacturer. The handheld is stored on a desk when not in use. A replacement handheld was sent to the physician and good faith attempts to obtain the handheld in question have been unsuccessful to date.

Event description:
The physician's dell x5 handheld device and associated flashcard have been returned to the manufacturer and product analysis has been completed. There were no anomalies found with either the handheld or flashcard and the battery failure reported was not confirmed. Both the handheld and flashcard performed according to functional specifications.